Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (pt death - "wrongful death" - did not "restart her heart") has been investigated. Upon eval, the monitor was fully functional. Death analysis concludes the device properly detected asystole. No treatment sequence was initiated for asystole or bradycardia, as these are considered non-shockable rhythms. While monitoring the pt's rhythm, no sustained ventricular tachyarrhythmias were detected. The device operated according to specs. The report of a "wrongful death" because the device did not "restart her heart" is a result of misunderstanding of lifevest functionality. The lifevest is not designed to "restart" a heart that has stopped beating. The lifevest is designed to deliver a treatment pulse in order to defibrillate a heart that is experiencing ventricular tachycardia or ventricular fibrillation. The pt did not experience a vt or vf rhythm. The device, including alarms, was functional during investigation at zoll.

Event description:
A (B)(6) female pt's daughter contacted zoll customer support for allegations that her mother suffered a "wrongful death" because the device should have "restart(ed) her heart."